Manufacturer narrative:
Results: the complaint of "cannot implant product" could not be confirmed through product testing alone. There was no alleged failure found. The product was returned without any visible anomalies or damage. We did not identify any defects that would contribute to the reported issue. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's permanent procedure, the pt began experiencing cardiac issues. Subsequently, the lead was removed, the wound was closed and the pt was repositioned to her back. It was reported the pt is "doing fine" and the physician determined the issue was not related to the scs lead. Additionally, the scs ipg had not been implanted when the event occurred. Follow-up identified as of (B)(6) 2013, the pt has not experienced any additional cardiac issues.